Event description:
Ambulance paramedics used the device with pediatric defibrillation electrodes on a pt diagnosed in cardiac arrest. The device was initially switched to the AED mode and the automated ECG analysis resulted in a no shock advised decision. A second automated ECG analysis resulted in a shock advised decision, the defibrillator charged and the charge was removed. The downloaded pt event record indicates that the device was immediately switched to the manual mode and the defibrillator was charged to 200 joules and the shock was administered to the pt. The pt was delivered to the hospital with a pulse, but later expired. The paramedics later reported that the device was not put into the manual mode, but was in the AED mode during the entire event. A clinical review of the reported event info was performed by physio-control. It was concluded that the reported device use may have caused or contributed to the pt's outcome.

Manufacturer narrative:
Physio-control evaluated the device. Proper operation was confirmed during functional and performance testing. The device was subsequently returned to the customer.